Event description:
New information received states: patient was presented in clinic for a follow up visit. The high capture threshold issue was also noted on (B)(6) 2018 and on (B)(6) 2018 as well. Programming changes were made during each visit.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that high capture threshold issue was observed on the lv lead. Programming changes were made. Patient was stable.